Event description:
It was reported the patient presented to a rural emergency room with a fever and sweats. The patient was diagnosed with pneumonia but also had redness and drainage from the device pocket site. The next day the device and extensions were removed due to infection. The patient had a 103 degree fever at explant, and after the explant the patient remained in the hospital to receive intravenous (IV) antibiotics. The lead was left implanted with the intent of re-implanting a new device in the future. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
No device analysis was performed; the devices met risk based criteria.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012; product type lead, product ID 37754, serial # (B)(4); product type recharger, product ID 37744, serial # (B)(4); product type programmer, patient, product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; product type extension, product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; product type extension, product ID 3550-39, lot # n303455, implanted:(B)(6) 2012; product type accessory. The stimulator and extensions have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.